Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified right posterolateral artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.